Event description:
It was reported that the customer's blood glucose level was 410 mg/dl. She treated her high blood glucose level by injecting six units of insulin. The customer received a battery out limit alarm after a battery change. She also experienced a low blood glucose level of 48 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.